Event description:
Mayfield applied prior to procedure by surgeon for prone positioning and stability, loss of stability during case with failure to maintain initial positioning. No injury to pt noted. Diagnosis or reason for use: surgical procedure.